Manufacturer narrative:
The investigation for the reported peripheral vessel damage has been completed. The impella device was not returned for evaluation. The root cause of the vessel damage and its relation to the impella were not determined since no product was returned and limited clinical information was provided. D4-updated model number.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The user facility reported a 60-year-old female was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella cp was unsuccessfully placed. Upon removing the cp, a right subclavian dissection occurred. The right subclavian artery was repaired. The patient is stable.